Event description:
It was reported, the pt suddenly could not feel the stimulation and cannot turn the stimulation up. An sjm rep interrogated the scs system. The impedances wee normal and the pt was reprogrammed, but the pt still could not feel the stimulation. The x-rays revealed the lead has not migrated, but there is a fracture in the lead body. The pt has not fallen. The physician is contemplating the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.